Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 7288 implantable pulse generator (ipg). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed "abnormal pacing impedance." The rv lead was capped and replaced. No patient complications have been reported as a result of this event.